Manufacturer narrative:
Additional information was added to d4, d10, g1 address, h3, h4, and h6. H4: the lot was manufactured between july 23, 2019 and july 24, 2019. H10: the device was received for evaluation. A visual inspection was performed which observed a foreign matter of a yellow residue located on the fill port connector thread area only; not in the fluid pathway and not embedded. No residue was found on the fill port cap. The black foreign matter was not verified, however the foreign matter was verified as yellow residue. The cause of the residue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black foreign material found in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.